Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device received with operating currents within specifications. No unexpected battery out limit alarms noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device received with intermittent buttons due to moisture damage at keypad traces. The device received with cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.